Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. However, pump error alarmed during self test and was confirmed in the formatted history file due to broken trace at pin#6 at u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump screen had a lot of lines and not sure what happened. Explained to customer the one he was saw on the screen was the graph for the sensor however customer stated he was not wearing a sensor, assisted customer in turning the sensor off, assisted customer to deliver a bolus and the insulin pump did not recommended any bolus amount since there was still an active insulin running for 6.1 unit. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.